Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that there is a glare/contrast on the display of the one touch ping meter that make the display hard to read at times. The pt manages his insulin with an insulin pump. Approximately one month ago, the pt developed symptoms described as "confused and sweaty." He subsequently attempted to test with the subject meter and noticed the glare/contrast for the first time. The pt reportedly administered self treatment with glucose tablets at the time of concern. The pt did not test on other devices. This complaint is being reported due to the alleged glare/contrast issue. The pt's symptoms preceded the onset of the product issue. There is indication the pt received delayed or inappropriate treatment at the time of concern. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.